Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1996, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received unknown baclofen (2000.0mcg/ml, 174.9mcg/day) and unknown morphine (7.9mg/ml, 0.6907mg/day) in an implantable pump for intractable spasticity and other spasticity. The catheter "came out." The patient was unsure when the issue occurred. The patient was new to the healthcare provider (hcp) in (B)(6) 2016. During that time a CT and possible pump study were ordered, but the patient never went. It was unknown if any troubleshooting was performed in relation do the catheter "coming out." The cause of the catheter migration was undetermined. The patient was scheduled for a catheter revision on (B)(6) 2016. The patient also experienced difficulty walking and went back to using a wheel chair. It was noted the patient recently had a heart attack could not have an operation; in hospital for a month. The hcp indicated the heart attack and difficulty walking were unlikely related to the pump therapy, as the patient had other health issues. The patient was not taking any concomitant medications.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w, lot# l40843, implanted: (B)(6) 1996-, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative indicated they were asked to assist in a catheter revision on (B)(6) 2016. A distal revision kit was used (catheter would not be aspirated). The baclofen dose was decreased from 174.9mcg/day to 96mcg/day and morphine was decreased from 0.6907mg to 0.379mg/day. The patient was going to be admitted. Additional information received from a manufacturer representative on (B)(6) 2016 indicated the pump was programmed to minimum rate mode on (B)(6) 2016, as the hcp did not want to bridge bolus the 2000mcg/ml baclofen in simple continuous mode. The catheter was cleared during the revision and then primed (tubing volume of approximately 0.289ml remained). The reporter was told it would take approximately 48 hours to clear. The patient's bandages were wet on (B)(6) 2016, so a cerebrospinal fluid (csf) leak was suspected. The hcp wanted to perform another dye study to check the catheter. It was determined approximately 0.072ml would have passed in the last 12 days, which left approximately 0.217ml remaining. If the catheter (0.159ml) was cleared, then approximately 0.058mls would be remaining. If the pump continued at minimum rate, it would take approximately 9.6 days to clear. It was also reviewed that if the hcp aspirated the catheter after the prime, it would clear the aforementioned volume and after another prime, the new drug should be at the catheter tip.

Manufacturer narrative:
Correction filed as the patient was hospitalized due to a csf leak.

Event description:
Additional information was received from a consumer. The doctor would not do surgery for the cerebrospinal fluid (csf) leak because the doctor stated the patient had a reaction to anesthesia. The patient's concentration and dose were being titrated up since after the surgeries. The patient could not walk at this time because the dose and concentration were too low and his right foot was "dead like lead" until his dose was increased recently and now he was walking again. It was noted the patient's current dose was 125 mcg/day.

Event description:
Additional information was received from a company representative. A dye study was done on wednesday (B)(6) 2016 and everything looked normal with the catheter. The healthcare provider added the patient onto the operating room (or) schedule for (B)(6) 2016 and opened his back incision up. A purse stitch was put around the catheter and he did a 2 level closure to make sure there was no cerebrospinal fluid leak moving forward. The case went great and the healthcare provider felt that he fixed the problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 19-dec-2016 additional information was received. The patient¿s medical history included vascular disease, diabetes, high blood p ressure, depression, high cholesterol, spinal cord injury and neck fracture (1993 - "broke" his neck and "stretched" (injured) the spinal cord). Concomitant medications included aspirin at 81 mg 1x/day orally, glipizide at 2 tablets 1x/day orally, isosorbide at 30 mg 1x/day orally, atorvastatin at 40 mg 1x/day orally, effient (prasugrel hydrochloride) at 10 mg 1x/day orally, metoprolol at 25 mg 2x/day orally, famotidine at 20 mg 2x/day orally, lyrica (pregabalin) at 50 mg 3x/day orally, citalopram at 10 mg 1x/day orally, furosemide 40 mg at 2 tablets 1x/day orally, norco (hydrocodone bitartate and acetaminophen) 10-325 mg at 1 dosage units every 4 hours as needed orally, potassium at 8 meq 1x/day orally, ferrous sulfate at 325 mg 1x/day orally, hydralazine at 25 mg 3x/day orally, spironolactone at 25 mg 1x/day orally, nitroglycerin at 4 mg as needed sublingually and ventolin (albuterol) inhaler at 90 ug/activation as needed inhaled. The patient¿s drug withdrawal symptoms, that he had for several years, included increased spasms and episodes of lethargy. The patient clarified that the cardiac arrest ("flat lined" and "out of it for 4 hours") was during the catheter revision surgery of (B)(6) 2016, he noted the catheter line was cut during the procedure and he experienced an overdose from the baclofen and anesthesia. Per the patient on (B)(6) 2016, he was hospitalized for a csf leak, and on (B)(6) 2016 ("done a week after the first"), the second catheter revision was done without anesthesia. Then "one week later" (relative to (B)(6) 2016) he went to the ER (emergency room) for another csf leak. He saw a neurosurgeon and they indicated it was baclofen that leaked in the back and they had him "flat on his back" (in the hospital) for another week before it "dried out." As of (B)(6) 2016, the managing physician was increasing the baclofen dosing every week. He continued to have episodes of lethargy, but this has improved. He was going to the vascular surgeon "today," as his right leg had a 45% blockage (the right leg is "almost dead"). He also noted he had just finished 3 unspecified antibiotics for the right leg issue. All events were noted as improved or resolved with the exception of therapeutic response decreased and the peripheral vascular disorder. No additional information was provided.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient the patient reported to the health care professional that he had not been getting relief from the pump for a few years. The symptoms were reported to have been gradual. The patient went to a new health care professional who ordered a test but the patient had a heart attack in may and was an inpatient for the heart attack, they did a test at that time and discovered the catheter had curled up inside patients back. The patient had gone through withdrawal all that time and no one figured it out the catheter was revised on (B)(6) 2016 and then the patient experienced an overdose, the patient was told that the revision would only take an hour but he was out of it completely for 4hrs. A nurse told the patients wife that he flat lined. The patient stated that the health care professional would not admit that the baclofen caused the issue, the health care professional reported that it could have been the anesthesia, the patient did not believe that because he had several surgeries and was almost 300 pounds. The patient had a cerebrospinal fluid leak around the catheter a week after the catheter revision, the revision was done on (B)(6) 2016. It was noted that the patient noticed that he did not have spasms as bad as he used to

Manufacturer narrative:
Evaluation conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.